Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain two of three of peritoneal dialysis therapy. The patient line had disconnected from the transfer set, when the patient woke up. The technical service representative helped the patient to clear the alarm and explained its meaning. The patient was going to complete the therapy manually. During the follow up, it was reported that the transfer set had no issues and was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a spontaneous disconnection of the patient from the setup is a known cause of this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.